Manufacturer narrative:
Product event summary: subsequently, performance data collected from the device about the lead was analyzed. No anomalies were found.

Event description:
It was reported that the patient experienced acute pain in the mid-chest and the right ventricular lead was suspected of causing a micro-perforation. An echocardiogram revealed fluid accumulation at the apex of the heart and there was possible helix extension beyond the cardiac shadow. All lead electrical measurements were normal. The lead was explanted and replaced. No further patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. (B)(4).